Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 52.6cm was returned for analysis. Internal insulation abrasion was noted at 11.8-13.5cm from the distal tip. The etfe coating was damaged during explant at this location. Internal insulation abrasion was noted at 36.4-37.3cm from the distal tip. The etfe coating was intact at this location. Externalized conductors due to internal insulation abrasion were noted at 6.8-10.3cm and 11.5-13.8cm from the distal tip. The etfe coating as damaged during explant at these locations.

Event description:
This report is to advise of an event observed during analysis.